Event description:
It was reported that during a video gastroplasty, both reloads did not close the staples. The device associated with the procedure is not returning, two associated cartridges will be returned. There was no patient consequence.